Manufacturer narrative:
During inspection and testing, the reported issue (leakage) was confirmed. It was observed there was a leakage from the digital camera, the forceps channel, and the bending section cover due to external factors. The forceps channel was perforated, and there were holes on the bending section cover due to external factors. In addition to peeled coating, service found the bending angle was out of specification due to wear of the angulation wire, the flexible tube of the insertion section was crushed, the insertion tube was wrinkled, and the adhesive on the bending section cover was chipped. There was liquid leakage on the control section, the grip, the up down plate, and the control panel cover due to handling. Scratches were observed on the control section, the digital camera, the control section cover, the grip, and the up down plate due to external factors. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the subject device exhibited a leakage. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the coating on the insertion section was peeling off. This report is being submitted for the malfunction found during device evaluation (coating peeling off). Additional details have been requested regarding the reported issue. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused after shipment by stress of repeated use, external factors, or handling. Olympus will continue to monitor field performance for this device.